Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a photograph of the strip chart of the customer's report was provided by the customer. The report was observed during review of the visual data. However, without receipt of the device we are unable to determine root cause. Analysis of reports of this type has not identified an increase in trend.